Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa results from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2025: the initial result of the initial patient sample from the module was 0.014 ng/ml with a data flag. The first repeat result of the initial patient sample from the module was 0.014 ng/ml with a data flag. The initial result was reported as <0.01 ng/ml. On (B)(6) 2025: the primary care physician deemed the initial result incorrect and requested a new patient sample. The result of this sample from another facility that uses a beckman coulter hybritech analyzer with a chemiluminescent immunoassay laboratory method was 522 ng/ml. The repeat result of the initial patient sample from another facility was 552 ng/ml. This repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The calibration results were within the specified ranges. The qc results were acceptable and within the -2 standard deviation range. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The field service engineer inspected the module and determined the event was consistent with a patient-sample issue. He checked the water pressure and verified the module was performing according to specifications by a successful precision check. The investigation did not identify a product problem.